Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during placement of the vascular stent graft in the loop graft, the stent graft was not allegedly deployed in intended placement site. Reportedly, the delivery system was removed without incident, and a second endovascular stent graft was deployed. There was no reported patient injury.

Manufacturer narrative:
The received sample and new reported information indicates that the alleged device deficiency was incorrectly reported referencing another device lot number and catalog number. The device lot and catalog number were confirmed as (catalog #fas07050, lot #anbt3686). The reported failure mode of malposition of device was updated to failure to deploy. The event describes a failure to deploy the stent graft in an av loop vascular graft. An assessment of the MDR decision tree and the reported event details and a review of the MDR reportability guidelines have determined that a failure to deploy the stent graft is not an issue likely to cause or contribute to a serious patient injury; therefore, the event is no longer MDR reportable as a malfunction. (B)(4).

Event description:
It was reported that during placement of the vascular stent graft in the loop graft, the stent graft allegedly did not deploy. Reportedly, the device was removed without incident, and a second endovascular stent graft was deployed. There was no reported patient injury.